Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that once intra-aortic balloon (iab) therapy was initiated, the console generated a catheter restriction alarm. This occurred while the patient was on the operating table. The tubing was checked for kinks, removed from patient, and reinserted. All trouble shooting points were completed by staff without relief of the issue. A new 40cc iab was then inserted to continue therapy. There was no patient harm or adverse event reported.